Event description:
Pt had been implanted with a humeral nail and two femoral nails, all with locking bolts, but implant date is unknown. Pt presented to surgeon complaining of pain. X-ray taken indicated several locking bolts had broken. The humeral nail and locking bolt, and the distal femoral locking bolts were removed. Date of removal is unknown.